Event description:
It was reported that ¿an infusion rate that is higher than what is programmed due to a pump malfunction is extremely rare and is generally never more than a twenty percent increase¿. No further information regarding this statement was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the physician had ¿no allegations, he was just making a factual statement.¿ it was reported that the physician had ¿no information to provide.¿

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).